Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery they received a "system time out" error when the first robotic drill was plugged in. They tried a second robotic drill, and were met with the same error. They had used the same drill attachment for both handpieces. After getting the system time out error with the second real intelligence robotic drill, they tried to do a drill diagnostics test on this second drill, and had a robotic drill critical error and were unable to continue with the test. The ri robotic drill attachment was also locked onto the drill and will not come off even with trying to unlock through the drill diagnostics test. The white light above the connection port was constantly blinking with the second real intelligence robotic drill. The case was aborted and procedure was completed without delay by changing to manual instruments. After the surgery, they retried the set up with the first robotic drill and a different long attachment, and it functioned correctly - they were able to proceed past the unlocking screen.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill long attachment, p/n rob10015, sn (B)(6), intended for used in treatment, was returned for evaluation. A relationship between the reported event and the device was not established. A functional evaluation was performed. The reported problem was not confirm. The long attachment was found to be in specifications and to operated as design. It was attached to a testing drill and a case was review without any issue. The long attachment was removed from the drill without any inconvenient. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Although the reported problem was not confirmed, factor that may have contributed to the reported symptom may have been associated with a failure in the drill exposure motor. Refer to cori user manual appendix d: recovery procedure guidelines for guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. Corrected data: d4.